Manufacturer narrative:
Additional information received revealed following information: section b5: the eye affected was left. Section d4: serial number: (B)(6). Section d4: expiration date: may 9, 2022 section d4: unique identifier (UDI) number: (B)(4). Section h4: device manufacture date: may 9, 2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted.  Initial reporter phone: (B)(6). Device manufacture date: unknown as serial number was not provided. The device was not returned for analysis as the lens remains implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt225 model intraocular lens(iol) was implanted into patient's operative eye at 89 degrees and is now at 189. The issue was observed during post operative examination. The daily activities of the patient are significantly affected. No further information available.